Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found an air pressure diagnostic code in the memory logs relevant to the reported issue. The customer lowered the air pressure. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, a 980 ventilator generated a constant alarm that could not be muted or turned off. The ventilator was not in use on a patient at the time the event occurred.